Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged filters getting dark and visualization of particles.there was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of minor stains and dust contamination on exterior of device, interior of device, and seals of the humidifier and dry box. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer also confirmed that the heater plate and heater tube heats. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with minor stains and dust contamination on exterior of device, interior of device, and seals of the humidifier and dry box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, b7, g3, h6 has been updated/corrected.